Manufacturer narrative:
Patient 2: hematocrit as of 2008 -39.8%. Patient 3: hematocrit as of 2008 -44.8%. Patient 4: hematocrit as of 2008 -42.4%.

Event description:
Caller states that during a correlation study, the following coaguchek s/laboratory results were obtained: 5.9 inr/3.66 inr, 3.1 inr, 2.31 inr, 4.3 inr/3.06 inr, 4.4 inr/2.89 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.